Manufacturer narrative:
A philips remote service engineer (rse) called the customer; there was no problem with the alarm sound of the central station. Audio cables were properly connected. The display was connected via the display port, but no speakers are integrated into the philips supplied display. At the pic ix control center a wipeable keyboard was used that does not correspond to the delivery state. The keyboard does not meet the manufacturer's specifications, and the rse strongly recommend replacing it and resetting the system, as philips cannot guarantee that drivers have been installed by connecting the keyboard that affect the philips system. The rse asked for system logs to perform an analysis. At this time, the logs have not been provided by the customer. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
Philips received a complaint on a philips patient information center ix (pic ix) indicating that the control panel does not emit any sound. The volume is set to three. According to the customer biomedical engineer (biomed), audio cables were properly connected. The display is connected via the display port, but no speakers integrated into the philips supplied display. A philips field service engineer (fse) indicated that the biomed informed them that the audio was currently working, however, the biomed did not know how the alarms got to work. Audit logs from the pic ix have been requested. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.